Manufacturer narrative:
The additional mitraclip xtw referenced in b5 is filed under separate report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury resulting in mitral valve insufficiency/regurgitation per the physician is related to both the implanted clips. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and posterior prolapse. During preparation of the first xtw (40307r1117), difficulties opening and closing the clip occurred. While attempting to open the clip, it was noted the clip arms jumped open. Therefore, the clip was not used and was replaced. A new xtw (40307r1118) was inserted and deployed, reducing the mr to trace. Later that day, echocardiography showed the implanted clip had perforated the posterior leaflet, causing mr to increase to a grade of 4. Therefore, an additional mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 1-2.